Manufacturer narrative:
Insulin pump received with constant failed battery test alarm during testing. Problem isolated to electronic assembly. Unable to perform displacement test or confirm battery power loss due to constant failed battery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. It was reported that the insulin pump did not receive low battery alert prior to replace battery alert. The customer stated the device was not working. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.